Event description:
It was reported that the plunger in the unspecified bd¿ flush syringe was difficult to move while trying to administer a bolus injection. The following information was provided by the initial reporter, translated from (B)(6): "the patient was found unconscious by a friend for more than 2 hours and was admitted to the hospital at 12:30 on (B)(6) 2022. Current diagnosis: brain stem hemorrhage and brain atrophy, central respiratory failure type ii respiratory failure, acute respiratory distress syndrome, central high fever, stress ulcer, aspiration pneumonia bronchitis emphysema. The patient completed the infusion at 22:14 on the 23rd, and was given intravenous access to seal the tube and use a prefilled catheter flusher. It was found that the bolus injection was difficult, and another one was immediately replaced to complete the tube sealing without causing adverse consequences."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples, photos or product details were available for evaluation. As a result, bd was unable to verify the reported issue and determine a definitive root cause at this time. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the plunger in the unspecified bd¿ flush syringe was difficult to move while trying to administer a bolus injection. The following information was provided by the initial reporter, translated from chinese: "the patient was found unconscious by a friend for more than 2 hours and was admitted to the hospital at 12:30 on (B)(6) 2022. Current diagnosis: 1. Brain stem hemorrhage and brain atrophy, 2. Central respiratory failure type ii respiratory failure, 3. Acute respiratory distress syndrome, 4. Central high fever, 5. Stress ulcer, 6. Aspiration pneumonia bronchitis emphysema. The patient completed the infusion at 22:14 on the 23rd, and was given intravenous access to seal the tube and use a prefilled catheter flusher. It was found that the bolus injection was difficult, and another one was immediately replaced to complete the tube sealing without causing adverse consequences."